Event description:
It was reported by svc report that both side rails did not function. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: siderail controls were not functioning due to the footboard being improperly seated.